Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2022 . H6: investigation summary one sample was provided to our quality team for investigation. The product was visually inspected and found there was damage in the barrel, causing a leak when the plunger/stopper moved across that point. A device history review was performed for the reported lot 2205032, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is likely the damage occurred during the assembly process. A project was initiated to further address damage within our products.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced cracked syringe barrels. The following information was provided by the initial reporter: earlier, we received leaky bd syringes. Unfortunately, we do experience the same problems as before. These syringes are used with cytostatics. Leaks are harmful to health.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced cracked syringe barrels. The following information was provided by the initial reporter: earlier, we received leaky bd syringes. Unfortunately, we do experience the same problems as before. These syringes are used with cytostatics. Leaks are harmful to health.